Manufacturer narrative:
The customer's allegation was confirmed. In addition, the device evaluation found image interference (field of view is visible). Based on the results of the investigation, a definitive root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during cleaning and disinfection, the subject device adapter was loose causing the image to shift. No patient involvement.